Manufacturer narrative:
No report of patient involvement. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The overflow safety trap was recommended for replacement to resolve the issue.

Event description:
The hospital reported a malfunction resulting in the loss of suction. There was no report of patient involvement.